Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an initial implant procedure, the suture sleeve was unable to be retracted from the right atrial (ra) lead. The ra lead was discarded and the patient was in stable condition.